Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user was doing improper calibration by entering the values from the sensor glucose values displayed on the app instead of using true blood glucose values from the meter which resulted in sensor inaccuracies. There was no malfunction with the device.

Event description:
Senseonics was made aware of an instance where the user experienced a hyperglycemia event. The user alleged that the eversense system had a different glucose value compared to that of blood glucose meter.